Event description:
It was reported that the patient was admitted into the hospital due to syncope and a fall. The pulse generator exhibited sinus rhythm with no recorded arrhythmias. The atrial lead also exhibited noise with automatic mode switch episodes. No medical intervention was performed. The patient was unharmed during the event and their condition post event was stable. It was noted that the automatic mode switch episodes did not correlate with the syncope.